Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found cracked before use. The following has been provided by the initial reporter: scratch on the tube.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k)#: k023331/bk050036. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found cracked before use. The following has been provided by the initial reporter: scratch on the tube.